Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and observed that it would not allow the test device to charge defibrillation energy. Physio determined that a failure of the system pcb assembly was the cause of the observed issue; however, a further root cause could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Physio-control evaluated the customer's device and replaced the system pcb assembly. Physio further evaluated the removed system pcb assembly and observed that it would not allow the test device to charge defibrillation energy. As a result, defibrillation therapy may be unavailable, if needed.